Event description:
A customer observed that the pipettor was not aspirating properly. Dispensing variable volumes of reagents / samples could cause erroneous test results. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event confirmed that the pipettor was not performing as expected. The device was returned to ocd and a replacement sent to the customer.